Event description:
It was reported that patient underwent rotator cuff reconstruction on (B)(6), 2015. During the procedure, the ti-screw fractured. Another implant was utilized to complete the procedure. Patient did not retain a foreign body and no additional holes were drilled.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 7 states, "intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the root cause of the event was due to excessive torque at the time of deployment.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.